Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a suprapatellar insertion procedure, the cannulated connecting screw would not loosen from the insertion handle. The ball hex screwdriver used to remove the screw broke. A screwdriver from another set was used to remove the connecting screw. There was a time delay of thirty minutes. The procedure was successfully completed and the patient outcome was reported as okay. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
A product development evaluation was completed: the returned connecting screw was received intact. There are rub marks around the diameter in two locations, one from the top of the nail and one from inside the insertion handle. The design is determined to be adequate for its intended use and the complaint invalid from a design perspective. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.